Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "residual astigmatism" (blurred vision). Product problem(s): "device not correcting astigmatism" (no code available [laser]). A surgeon reports, the laser system is not correcting astigmatism. No other details have been provided, however, additional info has been requested.